Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element ous, mr 3.5x24mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent strut damage. The first two proximal struts were lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no hypotube issues. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11nov2016. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.5x24mm promus premier stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.